Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-23557, 3006705815-2020-23558 and 3006705815-2020-23560. Additional information received identified the patient's drg system was removed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-23557, 3006705815-2020-23558 and 3006705815-2020-23560. It was reported the patient's physician plans to remove the patient's drg system. Reportedly, the system was not functioning.